Event description:
During an MRI scan in 2004 with the hitachi altaire device, the pt complained of a burning sensation to the top right side of their head. The technologist stopped the scan and examined the pt, noting a red scaly area where the pain was felt. The pt reported to technologist this as a preexisting condition and the use of a new hair ge. The pt chose to continue the scan. The pt reported further burning sensation when scanning continued. The system reported an error and the technologist found that the head coil used for the scan was unlatched (partially disconnected from the machine). The technologist stopped the scan and it was rescheduled later that evening. Pt did not report any discomfort during the scan that evening. However, in 05/2004 the pt notified the site and hitachi that they had persistent headaches since the time of the event and that they had consulted physicians for treatment.